Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up a few days after the implant procedure. It was noted that there was noise on the right ventricular lead. The patient was brought in for lead revision on (B)(6) 2020, and it was noted that the tip of the lead connector was out of the device header. Nothing abnormal was found after performing the tensile test, and there was no noise reproduced when measured by a pacing system analyzer after removing the lead from the device. The lead was explanted and successfully replaced. There is a possibility that the lead was damaged by a needle during implant surgery, but no damage could be visually confirmed. There were no patient consequences.